Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 1109258, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that the needle had pierced through the catheter tubing. Based off the provided photos the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for investigation a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter broke when inserted into the patient. The following information was provided by the initial reporter: "catheter broke upon insertion into the patient."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter broke when inserted into the patient. The following information was provided by the initial reporter: "catheter broke upon insertion into the patient."